Event description:
Potential for injury associated with an l-3b scooter that is tipping/lifting off the ground when going around a corner. The user caught the scooter before it completely tipped over.